Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an alert triggered indicating the right ventricular (rv) lead exhibited rising and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Week of (B)(6) 2015, pace impedance reached 3040 ohms. Impedance has been slowly rising prior to alert and continues to rise.

Event description:
It was additionally reported that the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.